Manufacturer narrative:
(B)(4). The reported event was confirmed by review of x-rays provided. The device history record was reviewed, and no discrepancies were found. A review of the complaint history determined that no further action was required as no trends were identified. Investigation results concluded that the reported event was due to incomplete locking of the implant components during the initial implantation. The results of the investigation were communicated to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Integrity implants will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial transforaminal lumbar interbody fusion procedure. Subsequently, the patient underwent a revision procedure due to posterior migration of the inner component from the implanted construct approximately seven (7) weeks later. Information provided by the representative confirmed that the construct was not locked during the initial implantation but was retained due to patient anatomical reasons. No additional patient consequences were reported.